Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A tapered screw-vent implant with mtx surface (tsv4b10) was received with a transfer mount engaged into the implant drive feature and a cover screw. Visual inspection of the returned product identified minor signs of usage around the implant and the transfer mount. The implant and the transfer mount had no evidence of any damage. The implant was functionally tested with a compatible in-house screwdriver. The mount successfully disengaged from the implant drive feature as normal. Review of the DHR for tsv4b10 (lot #: 1215307) did not provide any indication of a manufacturing nonconformities/deviation or material deficiencies that could cause or contribute to the reported event. It was confirmed that all operations and inspections were executed as per applicable procedure. Lot was inspected and accepted by qa. Lot specific complaint history review for tsv4b10 (lot #: 1215307) concluded that there are no other reported complaints with similar incident against the subject lot to date. Therefore, based on the evaluation, device malfunction had not occurred and the reported event was unconfirmed following inspection. The root cause can be associated to excess torquing; however, this is not applicable since the returned product was conforming and the reported event and malfunction were unconfirmed. The following sections have been updated: UDI number: (B)(4).

Manufacturer narrative:
(B)(4)..

Event description:
It was reported that the mount did not disengage the implant (tsv4b10) during procedure. Another implant was placed. Tooth location 13.